Event description:
An attempt was made to use the device to administer a synchronized defibrillator shock to a pt during an cardioversion. The device reportedly dumped the defibrillator charge internally twice and the shocks were not delivered to the pt. The device was subsequently used to successfully administer two shocks to the pt. There were no reports of adverse affects to the pt as a result of device use.

Manufacturer narrative:
The device was evaluated by physio-control. An intermittent failure of the front panel shock switch function (used with the quik-combo therapy cable) was observed. Root cause was determined to be due to a failure of the system pcb to interface pcb ribbon cable assembly, designator w04. After replacing the ribbon cable assembly, proper operation was confirmed. The device was returned to the customer.